Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, a dissection occurred. The target lesion was located in the mid left anterior descending. The lesion was 80% stenosed, 2.5mm in diameter and 20mm long. A non-bsc guide wire was advanced into the diagonal branch, and was unable to be advanced into the distal diagonal. The non-bsc wire was exchanged for a 0.014 pt graphix wire. After manipulation of the pt graphix wire in the diagonal branch, the patient began complaining of chest pain, and st segments elevated in the anterolateral leads. Repeat angiography revealed total occlusion of the left anterior descending, probably due to the wire dissection. A non-bsc wire was manipulated across the totally occluded diagonal branch and positioned in the distal diagonal. A 2.0x20 maverick balloon was advanced into the diagonal and inflated to 6 atmospheres for 15 seconds. Angiography was repeated, followed by implantation of overlapping 2.25x23mm and 2.25x12mm non-bsc stents extending back to the ostium of the diagonal branch. The target lesion was treated with predilation and a 2.25x24mm taxus liberte stent. A 2.5x20mm quantum maverick balloon was advanced to the taxus liberte stent and inflated to 12 atmospheres for 15 seconds at the proximal edge. Final angiography was repeated and showed 9% residual stenosis with no dissection. Post index procedure, the patient developed pneumonia and was treated with medication.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)